Event description:
Baxter received a report stating that vest model 105 power cord had damage with exposed copper wires. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The vest airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). Baxter has contacted the customer requesting the device to be returned for inspection. Customer has advised they had discarded the power cord; thus the device did not return to manufacture. A replacement power supply was sent to the customer to resolve the issue. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged power cord with exposed wires were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.